Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient called because they could not get a connection and they had been trying since friday. They reported it worked about 3 weeks prior, then on friday when they tried they could not get connected. Patient synced their patient programmer on the call and described poor communication. Troubleshooting did not resolve the reported issue. Patient reported their symptoms had returned and they had been wetting the bed. The patient was redirected to their healthcare provider. Additional information was received from the patient. No cause was identified with regards to the inability to connect. It was reported that the patient had surgery to insert a new battery to resolve the issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported the cause of the inability to communicate was a dead battery and a new battery was placed to resolve the issue.